Event description:
Boston scientific received information that the sudden brady response (sbr) feature on this pacemaker was turned on and the patient was syncopal. The cause for the syncope was unknown. The detect time was 5 minutes. Technical services (ts) discussed dropping the detect time down to 1 minute. Ts suspects this to be more of a detection issue or may not even be device related. The patient is being transferred to the va hospital.

Manufacturer narrative:
There is no further information available. Should additional information become available, this report would be updated.